Event description:
It was reported that the pump shut off two times. On one of the occurrences, the battery gauge was at 85%. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.